Event description:
It was reported that, surgeon reported that the pt was not compliant with weight bearing instructions and walked on surgery side post op and the plate broke.

Manufacturer narrative:
Device was discarded. No evaluation can be performed. If additional info is received it will be reported on a supplemental report.